Manufacturer narrative:
This report is submitted on january 7, 2020.

Event description:
Per the clinic, the patient experienced skin irritation at the abutment site that was treated with a topical antibiotic and steroid. The implant remains in-situ.